Manufacturer narrative:
Kobayashi, n., hirano, k., yamawaki, m., araki, m., sakai, t., takimura, h., . . . Ito, y. (2016). Ability of fractional flow reserve to predict restenosis after superficial femoral artery stenting. Journal of endovascular therapy, 23(6), 896-902. Doi:10.1177/1526602816668306. As noted in a literature publication, kobayashi et al ability of fractional flow reserve to predict restenosis; after superficial femoral artery stenting; journal of endovascular therapy 2016, vol. 23(6) 896¿902 report four cases of in-stent restenosis within one year after stenting with the smart stent. The product was not returned for analysis. There is no lot number available therefore, a device history record (DHR) was unable to be performed. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenosis in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are smart stents self-expanding stents but the catalog and lot numbers are not available.

Event description:
As noted in a literature publication, kobayashi et al ability of fractional flow reserve to predict restenosis; after superficial femoral artery stenting; journal of endovascular therapy 2016, vol. 23(6) 896¿902 report four cases of in-stent restenosis within one year after stenting with the smart stent.